Event description:
T was reported that the web embolization device was used to treat a patient with an anterior communicating artery (acom) aneurysm. When the physician attempted to advance into the microcatheter, the 4x2 web device would not fit through the hub of the microcatheter. A second microcatheter was used without success. The physician then used a 4.5x2 web device, which advanced fine through the microcatheter; however, it was too large for the aneurysm and had to be removed. Since no other 4x2 web was available on the shelf, the procedure was re-scheduled for the next day and was successfully completed using a new 4x2 web device. The patient outcome described as "great."

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation conclusion). No additional clinical event information was received. Investigation conclusion: the investigation of the returned web system found the pusher hypotube kinked at the middle section and the web implant wires twisted at the proximal side. Furthermore, the device could not be advanced into the returned via microcatheter or an in-house via microcatheter due to the twisted implant wires during the investigation, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink and the twisted implant wires, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The investigation did not find and any damage or other anomaly on the returned microcatheter that would have caused or contributed to the reported complaint.